Manufacturer narrative:
Correction: there was no patient contact. Device available for evaluation? Yes. Returned to manufacturer on: 6/26/2018. Device returned to manufacturer? Yes. Device evaluation: the pcb00 insertion device was received inside the original box. The sample was evaluated and the plunger was observed advanced to the first detent mark. The plunger was gently pulled back and found locked. A visual inspection under a microscope was performed and indications of coating. The cartridge tip is deformed . The deformed tip could be related to handling the unit for return, no damage was mentioned by the customer. No traces of viscoelastic were identified. The direction for use (dfu) states that the user should completely fill the viewing window of the pcb00 with ovd. The preloaded assembly was evaluated and no damages, flashes (screw thread and nut thread were found without damages) and no visible gaps. The iol lens was stuck near the cartridge loading zone with the lead haptic not folded. Therefore, the issue reported was not verified since it was alleged that the lens was fully inserted (initial report). Based on the analysis of the returned product a product quality deficiency could not be determined. Manufacturing record review: manufacturing record review of the production order revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations were requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
When inserting the intraocular lens (iol) into the eye, the doctor had to change the iol due to a capsule break. Through follow up, the customer account provided additional information confirming the lens was fully inserted, there was no incision enlargement, no serious patient injury and no sutures. A vitrectomy was performed and the patient is doing ok post-procedure. The doctor used a 3-piece lens to complete the procedure. No additional information was provided to johnson and johnson surgical vision, inc.